Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Company representative reported capsular contracture, baker grade iii diagnosed via ultrasound. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
E.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii.

Event description:
Company representative reported, capsular contracture. Diagnosed via ultrasound. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Distributor reported "focal chronic inflammation, giant cell granulomas of the foreign body type and no neoplastic changes" via histopathological analysis.